Event description:
During an in-clinic follow-up, back-up mode was observed on the device. Technical support was contacted to assist in a device download to restore the device. While attempting the interrogation and the telemetry was slow and the device had inappropriate magnetic response. The device was restored by downloading a firmware and reprogrammed to resolve the event. The patient was stable with no consequences.